Event description:
Dealer states unit is alarming . No further information was available or known by dealer. Unit is boxed up and hours are unknown. Dealer called stating the recall was not done on this unit, advised that it is not in recall for sieve bed. Dealer does not have their account number and ra cannot be done at this time. Verified with sk 3756 no ra without account number. Dealer disconnected. I entered and provided account number in order to enter quality reports.